Manufacturer narrative:
Patient was given tri-luma topical medication and light facial therapy as intervention for post treatment care. The customer site believed that patient had sun exposure either before or after the laser procedure, so this treatment was not followed per the clinical guidelines (user error). A device evaluation was offered to the customer, but was declined despite attempts made by cynosure. This is reportable because the patient received intervention care (skin lightening therapy). Patient's condition is now improving from the event. Customer declined and user error.

Event description:
Patient's melasma darkened from a laser procedure, so it received medical intervention.